Event description:
This lead was implanted on (B)(6) 2001 and remains implanted. It was reported to technical services on (B)(6) 2011 that this patient was admitted to the hospital for noncardiac reasons. Reports of lots of noise with inappropriate atr. Complains of pain when ever he turns from side to side. Can reproduce noise with patient isometrics. Measured p-waves >3 mv 650 and stable , 1 v at .5 ms noise inhibits pacing but not for >2 sec working with dr (B)(6). Technical services advised patient's discomfort not likely to be from atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).